Event description:
It was reported that the universal handpiece was being used in a tumor removal procedure when it heated up. A back up handpiece was readily available, the console was reset, and manual suction and instrumentation were used to remove the tumor successfully. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the universal handpiece was being used in a tumor removal procedure when it heated up. A back up handpiece was readily available, the console was reset, and manual suction and instrumentation were used to remove the tumor successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment of the handpiece heating up was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Upon evaluation of the console, it was determined that a lack of irrigation could be a potential cause of heat being generated in the handpiece. The customer also states they have continued to use this handpiece with no further problems. Not received for evaluation.

Manufacturer narrative:
A follow up report will be filed after the devices have been received and the quality investigation has been completed. Device not received by manufacturer.